Event description:
Tip of (plastic) resectoscope dislodged from scope and was floating in the bladder. Surgeon attempted to remove same. Unable to retrieve tip (plastic), left in bladder to be removed at another time per surgeon.